Manufacturer narrative:
Date rec¿d by MFR: 06may2019. MFR. Report is a duplicate of an event previous reported under MFR. Report #: 2031642-2019-00359. Any additional information will be submitted under the initially reported MFR. Report #: 2031642-2019-00359. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed the leak test. There was no patient involvement. Event date not specified, estimate used.